Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection found no visible damage to lens and clear residue on lens. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection found no visible damage to lens and clear residue on lens. Claim# (B)(4).